Event description:
It was reported that when using the bd pyxis¿ anesthesia station es login page was not displayed, which prevented all users from logging in. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A field service engineer found that the unit was repeatedly failing during windows updates and could not bypass the issue, so the engineer reimaged the unit, completed a full data sync, and verified that the machine was up and running with the data sync current. The system functioned as intended after the field service engineer repaired the device.